Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2021. The bench service engineer replaced the touchscreen to address the reported issue. Failure investigation on the returned touchscreen found that the ul_lr and ur_ll resistance were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: (B)(6) 2020.

Event description:
The customer reported that the touchscreen is not working. The customer contacted product support, and requested for service repair. The customer reported that the unit was not in use on a patient.